Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were air bubbles in the reservoir. The customer¿s blood glucose was unknown at the time of the incident. The customer was advised to monitor blood glucose very close due to air bubble and gap in reservoir. The customer stated the air bubble was bigger than champagne bubble. They were advised to use plunger to push through the tubing but the air bubble didn't move. The reservoir will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.